Event description:
It was reported that this lead was capped and replaced approx. 8 years after implantation due to oversensing. During the revision procedure there were reportedly problems with unscrewing the lead from the device header. Therefore, a new ICD was implanted. No adverse patient side effects were reported. Implant date unknown.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead and ICD, as well as the analysis of the ICD itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The ICD was analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side, indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In conclusion, the lead was not returned for analysis. The ICD did not show any anomalies. The set screws could be properly screwed and did not show any damage. There was no indication of an ICD malfunction. The manufacturing records confirmed a regular manufacturing of the devices under complaint.